Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 6 days following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized for congestive heart failure. There were no problems during the surgery, however post-operatively the patient's pleural effusion accumulation increased and the patient's heart failure was treated with medication. The patient's renal function worsened, so draining was difficult. Some right pleural effusion and edema in the lower leg remained, but the patient's condition was stable and the patient was transferred for rehabilitation. No additional adverse patient effects were reported.